Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was found to the battery compartment threads. The returned battery cap was damaged at the top; the cap was fully able to tighten on to the pump. The cap could be removed from the pump. The battery cap dimensions were within specifications. A test battery cap was able to fully tighten on to the pump. The test cap was able to be removed with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.